Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Date of event unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that 2 low profile gold screws in tooth sites #23 & 26 fractured and 1 screw portion of a multiunit abutment in site fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain low profile one-piece abutment 4.1mm(d) x 4mm(h) (ilpc444u) was returned for investigation. Visual evaluation of the as returned abutment identified fracture at threads and the retaining screws were fractured at the threads. The hex pieces weren¿t returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown. Bone density was unknown. However, the complaint description confirmed the reported devices were located on tooth # 23 and 26 (unknown dental notation system). X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review (ilpc444u): DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (ilpc444u) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture screw) did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.